Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a battery out limit alarm on the insulin pump. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer was trying to bolus and the battery out limit alarm appeared. Customer changed the battery and the alarm was not cleared, so it occurred again. Customer was advised to clear the alarm. Customer was assisted with reprogramming the time, date, and fixed prime. Customer also had a weak battery alarm. Customer reported that he used a lithium battery. Customer was advised to immediately remove the battery from the pump. Customer was explained that the issues may have resulted due to the use of the lithium battery. Customer was advised that he will be shipped a replacement battery cap.